Manufacturer narrative:
G4: 25sep2020. B4: 05oct2020. Information was received that the customer replaced the central processing unit (cpu) and the issue was addressed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29dec2020. B4: 06jan2021. A cpu(central processing unit) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported that the ventilator was inoperable with an error code indicating watchdog test failure. There was no patient involvement. The customer troubleshot with technical support to replace the central processing unit (cpu).